Event description:
Bed check did not alarm and patient fell. No patient harm. Solid green light showing on unit prior to fall. Transmitter hooked up correctly. Bed check pad in good condition, no bends. Red light showing after fall, but then turned green again.